Manufacturer narrative:
Evaluation summary: the customer indicated the use of an approved cartridge. A handpiece and viscoelastic were indicated which are not qualified for cartridge use. The root cause may be related to a failure to follow the dfu. The viscoelastic and handpiece indicated is not approved for the lens/cartridge combination used. Due to differing viscosities, the use of an unqualified viscoelastic may result in delivery issues and/or damage.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. The intraocular lens (iol) product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a crack was found in a haptic of an intraocular lens (iol) implant when it was being examined after the iol centering failed during an intraocular lens (iol) implant procedure. The lens remains implanted. No harm to the patient was reported.